Manufacturer narrative:
The customer reported complaint of the "thermogard xp ivtm system sn (B)(4) displayed a "coolant level low" alarm after power-on self-test" was resolved by the zoll manager at customer site. The alarm's root cause was found to be due to the presence of an air bubble in the tubing that connects the coolant bath to the sensor block of the coolant reservoir. The air bubbles prevent the coolant reservoir from being filled completely and thereby caused the alarm. Air bubbles are formed when the user drains out the coolant and refills the coolant bath, likely caused by the user's inexperience in filling the coolant bath. The air bubble was removed from the tubing to address the reported complaint. After removing the air bubble, the coolant level was checked and the thermogard xp ivtm system passed the functional testing without generating any alarm or error message. The ivtm system worked as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system sn (B)(4) displayed a "coolant level low" alarm after power-on self-test. The customer checked the coolant level, and it was observed to be at max. No patient involvement.